Event description:
Inappropriate high voltage (hv) therapy on the device was noted due to the programming of the device. The device was reprogrammed and will continue to be monitored. The patient was stable with no adverse consequences.